Manufacturer narrative:
(B)(4). The field service representative (fsr) was unable to duplicate the reported complaint. A loaner monitor was installed. The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, there was a "system computer needs service - error logging in progress" error message displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the reported error message when the printed circuit interface (pci) flex cable was agitated. Per data log analysis, on (B)(6) 2018 at 9:40:45 am the system is powered up. At 9:41:51 am a perfusion screen is opened. At 9:50:13 the central control monitor (ccm) starting logging many "error dpram inaccessible" and 4 seconds later many "error pod operational status timeout" indicating a problem with can communications. At 9:50:23 am the ccm logged "error process in died" causing "system computer needs service" to be displayed as reported. After a power cycle, the issue no longer occurred. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.